Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and a double capsule discovered during surgery. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: -one opening striated in the side posterior assessed as surgical damage

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and a double capsule discovered during surgery. Device has been explanted and not replaced.